Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and functional testing did confirm the reported condition as a leak due to an edge gouge. The cause of the condition is unknown; however the condition likely occurred during customer handling as the investigation found evidence of the manual add port being used. As manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a leak was present. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found leaking on right seam near the top. The leak was discovered during the facility quality control check; therefore, no patient involvement or adverse events occurred. No additional information is available.